Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the customer reported complaint. The endoscope was received with severe damage found on the cable jacket. The attached endoscope adapter (aea) was found to be damaged. Discoloration of ic housing. Distal tip contamination.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 30-degree endoscope plus cord was thinning and light is visible, and when the image was flipped it was slow to do so. The procedure was completed with no reported injury.